Event description:
It was reported that during a da vinci assisted radical prostatectomy with lymphadenectomy surgical procedure, the tip of the prograsp forceps instrument was loose. The procedure was completed without patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis investigations revealed that the instrument was found to have the main tube broken at the distal end. A piece measuring proximately 0.175¿ x 0.330¿ was not returned with the instrument. The root cause of broken instrument main tube was typically attributed to mishandling/misuse. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/lot# k11210510 0216) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 using system sl0715. The instrument had 12 remaining usable lives with no subsequent use recorded. No image or video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that the instrument was broken and a portion of the device that enters the patient (distal end) was missing however, the site reported that no fragment fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.